Event description:
Allegedly revised due to poly wear.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. The event occurred in another country.